Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, the suture broke. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. Evaluation of the device revealed that one of the three anterior cuff tabs detached and was not returned with the device. The physician was aware of the anterior cuff tab detachment at the time it was reported and indicated there were no patient complications and no additional medical plan of treatment other than the routine post-procedure discharge instructions. No additional information was provided.

Manufacturer narrative:
(B)(6) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported suture break was not confirmed; analysis of the device indicated that a posterior needle-to-cuff miss and anterior needle-to-cuff detachment occurred, which can appear similar to the operator as a suture break. The posterior needle-to-cuff miss resulted in the anterior cuff detaching from the anterior needle causing damage to the anterior cuff tabs. One of the three anterior cuff tabs (measuring approximately 0.01 by 0.01 inches square) detached from the anterior cuff and was not returned with the device. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.